Manufacturer narrative:
The investigation of the production batch records did not provide conclusion for root cause. No earlier complaint registered for this lot. After looking into the details of this incident it's clear that the patient has a long medical history of urinary urgency and hesitance (frequent urination both during day and night). The patient has suffered from his condition about 20 years and tried different kinds of treatments, pharmaceuticals and medical interventions. The patient was introduced to intermittent catheterization by his doctor and received adequate education and guidance related to this. It was reported that the procedure was carried out without any problems. However, the patient was hospitalized because of a diagnosed urinary tract infection including symptoms of fever, pain and positive bacteria culture. No bleeding was reported. Antibiotics have been provided to defend the bacteria and cure the infection. Out of the 10 lofric catheters received, the patient used only 4 and the remaining samples have been returned unopened. It's very unlikely that the urinary tract infection was a result of the lofric catheters used. Rather it's the result of the medical condition and age of this patient. The patient left the hospital after one week and has recovered from the infection.

Event description:
Patient of age 83 located in germany with a history of bladder problems for approximately 20 years with constant urge to urinate, no incontinence, was ordered by his doctor to start using intermittent catheterization to empty bladder free of residual urine to prevent urinary retention. Patient's history involves bladder emptying disorder with residual urine formation. Micturition frequency during the day 12 times and at night 6 times. Patient performed urethral slit and botox injection in (B)(6) 2023, and received electrostimulation for 3 months. Initial consultation on the medically prescribed isk (intermittent self-catheterization) therapy was carried out on (B)(6) 2023 and patient received 2 packages of sample pack (5-pieces) of lofric origo nelaton. The isk was carried out hygienically and without any problems. Two days later ((B)(6)) in the follow-up phone call by sale representative, patient complain about "not feeling well" whereas doctor's appointment was recommended. Sales representative receives 3 days later ((B)(6)) information that patient has been hospitalized since (B)(6) 2023 due to cystitis/uti (urine tract infection). Patient had fever suffered from restricted movement and participation in social life. Patient was released from the hospital on (B)(6) 2023. Patient's cystitis/uti is treated with medication according to antibiogram (unknown of what kind of germ that was detected and what medication patient was treated with). According to patient's caregiver, a development of bacterial colonization is formed as soon as the patient introduces a "foreign object" into the bladder for relief or examination of the bladder and the patient is then treated with antibiotics. Only 4 catheters of the one 5-sample pack were used and the other 5-pack sample pack is returned as patient has discontinued with the intermittent catheterization.